Manufacturer narrative:
This product is similar to us cypher. Add'l info will be submitted within 30 days of receipt.

Event description:
The pt was admitted to the hospital with target lesion between the proximal to mid (lad) left anterior descending artery. It was unk if the lesion was a de novo. The vessel was heavily calcified but not tortuous. There was 90% stenosis. Initially, pre-dilation was conducted 6 times with a balloon (sprinter 3.0/15mm). During a (pci) percutaneous coronary intervention, the cypher (cjs3.5x23mm) was delivered to the target lesion, and the stent was implanted at (cjs3.5x23mm) was delivered to the target lesion, and the stent was implanted at 12 atmospheres, however, it was under-dilated. Therefore, add'l dilations with the (sds) stent delivery system were conducted. During the second dilation, the physician confirmed that the balloon rupture when it was inflated up to 16 atmospheres. Therefore, post-dilation was conducted with a different balloon (unk brand 3.5x15mm) and then the stent was safely implanted. The procedure was successfully finished. Location of the rupture on the balloon was unk. There was no pt injury reported. The product was clinically used and the sds will not be returned for analysis because it was mistakenly discarded by the hospital. The contrast media utilized for the inflation was unk and the balloon was inflated twice.